Event description:
Pt applied the sensor, and the sensor would work for ii few days, then there is a sensor failure (insertion of filament), pt got readings and alerts that blood glucose is low (critical} but when pt checked it was normal. This has happened to multiple sensors.